Event description:
The dealer states, the rim on the drive wheel is cracked. No further information was provided.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.